Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. A revision procedure was performed due to suspected lead dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body discovered abrasion on the lead lumen 700-705 mm from the terminal pin. Inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of loss of capture or dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--